Manufacturer narrative:
The catalog code provided (466p306x), represents an unknown trapease filter. The catalog and lot numbers for the actual product used in the procedure are unknown. Complaint conclusion: as reported by the legal department, the plaintiff underwent placement of trapease vena cava filter on or about (B)(6) 2005. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, blood clots, clotting and occlusion of ivc filter. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device remains implanted in the patient. A device history record (DHR) could not be conducted as a lot number was not provided. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt. Inferior vena cava filters are used to prevent sequelae, especially pe, in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Placement of a vena cava filter reduces, but does not eliminate the risk of symptomatic pe in patients with proximal dvt in the short-term and does not prevent small pe. Factors that may have influenced the event include patient, pharmacological and lesion. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failures could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported by the legal department, the plaintiff underwent placement of trapease vena cava filter on or about (B)(6) 2005. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, blood clots, clotting and occlusion of ivc filter. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.